Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/pneumothorax procedure, during the first firing, the handle was stiff and could not fire the device. They replaced the reload and the firing continued. No patient injury.